Event description:
Provider alleges while consumer was setting a fire in his backyard, consumer allegedly became stuck and unable to withdraw from fire.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become availabe, a follow-up report will be issued.

Manufacturer narrative:
The provider has examined the unit and found no evidence of malfunction in the product.

Event description:
Provider alleges while consumer was setting a fire in his backyard, consumer allegedly became stuck and unable to withdraw from fire.